Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be stretched and detached from the device. Further investigation found a tear in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear in the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 45 and was deactivated at pulse 1570. No timeouts, drive stalls, or hazard alarms were generated during device run. The phb files did show the algorithm was functioning as intended, correctly responding to cgm inputs when connected. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation and was a result of the event that caused the stretched exposed portion of the soft cannula. The timing and cause of the event that resulted in the soft cannula damage could not be determined.

Event description:
It was reported the patients blood glucose level rose to 308 mg/dl while wearing the pod between 4 and 24 hours.